Event description:
We installed the ebb into the backup controller, the one used for burn in. The monitor read the ebb info, but stated to replace the ebb in "0 months." We tried the ebb that was to be used for the primary controller. Same thing. We did notice that the "0" was flickering a little, like an old computer would. I grabbed another cart and was able to successfully synch it to the ebb (not sure if that was the issue with the previous monitor), and it worked, showing to replace the ebb in 28 months or whatever the number was. But it wasn't "0." I then took the original monitor out of service. FDA safety report ID # (B)(4).